Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl, bupivacaine and dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient could not feel the medication when a bolus is delivered. It was noted that the healthcare provider (hcp) changed the medication level and boluses allowed which caused the patient pain and to have a "crappy month". It was noted that the patient had been in the hospital. The caller was redirected to follow up with the hcp. No further complications have been reported as a result of this event.